Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the sales rep by the surgeon that the needle came suture. The procedure was successfully completed with no delay. There was no patient consequence reported. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint: (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: additional information requested: it was reported that "¿the needle came suture..." The needle came off the suture. - please provide additional details of the reported alleged deficiency of product sxpp1a405. - when did the alleged deficiency occurred (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. The needle came off after several passages through the tissue. When surgeon pulled up on suture needle came off. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (Please refer the attached email) additional info: was surgery delayed due to the reported event? --> no, action taken when event occurred? --> another suture was used, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(6) device property of -->none, device in possession of -->none.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.